Event description:
It was reported that a medical professional cut her finger while handling the device requiring 4 stitches. No further incident occured.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation confirmed the stated failure mode. We found that some of the drill rack holes were undersized. We have initiated a supplier corrective action request to our supplier. We will assist them in identifying appropriate corrective and preventive actions to prevent the recurrence of this failure going forward. We will continue to monitor for future complaints and investigate further as needed.